Event description:
During a rescue attempt in 2007, it is alleged that the AED would not power on. Pt outcome and rescue details have been requested but are unavailable at this time. Pt was immediately transferred to another defibrillator which was on scene.

Manufacturer narrative:
Evaluation summary: actual device has been evaluated and alleged failure could not be duplicated. Investigation continuing.